Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit passed self test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error as well as buttons were unresponsive. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they cleared the alarm and rewound, but was unable to do anything else, because the buttons were not responding. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they got motor error and after rewinding insulin pump buttons stopped working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.